Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the pump was reset and the malfunction alarm was cleared. Subsequently, it was reported that the pump time was inaccurate. Customer adjusted the pump time to address the issue and insulin therapy was resumed. Customer's blood glucose level was 159 mg/dl.